Manufacturer narrative:
The sterilization records were reviewed and no evidence of abnormal sterilization cycle was found. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2938836-2019-01905, 2938836-2019-01906. The patient presented in clinic due to endocarditis. A blood test revealed the infection. The patient was treated with antibiotics to resolve the event. The device and leads were explanted and the patient was in stable condition following the procedure.